Event description:
(B)(6), 2012: customer reported by phone that during a heart left ventriculogram, on a (B)(6) female pt, a syringe broke spraying contrast out and the broken part of the tip and the tubing fell onto the sterile field. Injection flow rate of 10 ml/sec for 30 ml at 400 psi with merit medical high pressure tubing. The injection was not through a manifold and they do not use a contrast warmer. No injuries reported as all personnel were wearing personal protective equipment.

Manufacturer narrative:
The customer does not wish to have the injector serviced since this incident was an isolated occurrence. Proper operation of the injector was verified per service checklist during the install of the injector in (B)(4) 2010. No further investigation needed at this time.